Event description:
It was reported that the brake handle on the 9800 system was broken. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The brake handle was replaced during the service call. The system was tested and found to be working as intended, and put back into service.